Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. Although a reported incident was not fully provided, this reported lot number is subject to the recall initiated on (B)(4), 2010, therefore, this report requires a 5 day MDR.

Event description:
According to the reporter, there was no specific incident report regarding the procedure provided. However, it was stated that another device was used to correct the situation. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.